Manufacturer narrative:
H10: a philips remote service engineer (rse) noted that the customer's v60 ventilator had an error report of a line failure. It was reported by the key market, that the issue the customer was experiencing with their device was an overvoltage protection circuit failure (ovp) circuit fault alarm. In addition, a philips service engineer (se) evaluated the device and confirmed the ovp circuit fault alarm. The se noted that a visual inspection was performed and observed the reported problem. The se then replaced the motor controller printed circuit board assembly (mc pcba), and the device was returned to full functionality. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
It was reported that the ventilator had a "line failure" error. There was no patient involvement. The investigation is ongoing.